Event description:
Pt underwent an awake left frontal temporal parietal crainiotomy. A 14mm codman disposable perforator was used at the beginning of the case; the device went through the skull and tore the dura. The dura was sutured with no injury to pt's brain.